Manufacturer narrative:
(B)(4). This complaint for a burnt odor from a homechoice (hc) machine was not confirmed during the evaluation, and a root cause could not be determined. An event history log review was performed, and could not determine the cause. During the sample evaluation the device was visually inspected with no physical damages found. Functional tests were performed and the device met all of baxter's required procedures. A service history was performed and did not show a relationship or potential cause of this complaint related to repairs that have been made to the device.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A customer reported to baxter (B)(4), that they smelled a burnt odor coming from the homechoice (hc) while they were connected. A swap of the machine was requested. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.